Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing up in the list. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was missing another area, h1w, as the sample patient information indicated the patient was assigned to this unit. Under patient account, patient was only assigned to hsi and micu. A technical support specialist (tss) noted that the hsi2 station was assigned to hsi and h1w areas. The customer might need to add the h1w area to see the patient assigned to this unit. The system functioned as intended after the technical support specialist troubleshot the device.